Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), quality control, specifications, trends and a visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: instructions as to the method of peeling the sheath away from the catheter "by grasping the two wings of the sheath and pulling outward and upward". The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The manufacturing record for this lot was reviewed, and nothing of note was observed. It should be noted that there are no other complaints of any nature associated with this lot. The visual examination inspection confirmed the clinician's statement that the wing of the peel away had separated from the sheath. The other half of the peel away was intact, but a slight twisting was noted at the connection to the wing. This twisting could suggest that the same twisting force was applied to the separated piece¿s, however, this cannot be confirmed. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Interventional radiologist stated that the peelaway sheath broke when trying to peel the sheath back during a PICC insertion into a (B)(6) male patient's arm. The user facility managed to retrieve it from the patient's vessel and was able to advance the PICC line to optimal positioning. No part of the device remains inside the patient. No adverse effect to the patient reported due to this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Interventional radiologist stated that the peel away sheath broke when trying to peel the sheath back during a PICC insertion into a (B)(6) year old male patient's arm. The user facility managed to retrieve it from the patient's vessel and was able to advance the PICC line to optimal positioning. No part of the device remains inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effect to the patient reported due to this event.